Event description:
It was reported the patient was seen for a follow-up and later passed out, fell, and bruised her face. It was noted that she has a slow underlying rhythm. Reprogramming of the threshold was done at the previous patient visit, from 1.5v @ 1.0ms to 4v @ 1.0ms. No high rate episodes were recorded and thresholds and impedance were stable. The device was implanted for 10 months and remains in use, with the patient to discuss symptoms and how to proceed with her doctor. It was later reported the device was explanted and replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported the patient was seen for a follow-up and later passed out, fell, and bruised her face. It was noted that she has a slow underlying rhythm. Reprogramming of the threshold was done at the previous patient visit, from 1.5v @ 1.0ms to 4v @ 1.0ms. No high rate episodes were recorded and thresholds and impedance were stable. The device was implanted for 10 months and remains in use, with the patient to discuss symptoms and how to proceed with her doctor. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and normal depletion that meets expected longevity was found.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.